Event description:
I had a urolift (neotract). But my prostate was too large and I had a median lobe. (I was not informed that these conditions were contraindicative.) It was a terrible failure and I wound up in retention 2 weeks later. I had informed the dr that I was not voiding any better and was told that it was simply inflammation and it would pass. I had to be catheterized and hospitalized and wound up with severe cystitis. It became prostatitis. My voiding was worse than before the procedure. I am left with a permanent biofilm on the capsular tabs which cannot be removed, and I must take 1000 to 1500 mg of keflex daily for the rest of my life. I do not understand how the FDA could approve this device when the capsular tabs could become a problem in many ways, for example, improper installation, infection, FDA approval was premature, I had to have a traditional turp in order to void properly. That was a huge success - much better than a urolift would have been even if successful. I was out of the hosp in one night, (I was in the hosp one night also with the urolift and had huge problems on that one night.) Urolift is not an effective long term (or in my case even short term) solution to bph. This was a mistake by the FDA. Now, neotract is promoting its use for individuals with enlarged prostate and median lobes. This is a mistake. I urge the FDA to "call" neotract on this product especially its expanded use. The capsular tabs cannot be removed. The median lube is a major obstacle and, if present, would be much better of with a turp. I would appreciate a response to this as my quality of life and possibly longevity has been compromised by this product and its improper application.